Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed to open due to a loose component that came out of the drawer mechanism. The dislodged piece caused the drawer to become stuck and appear physically damaged. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication. The user was unable to access the medication and managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer (fse) replaced the drawer 6.1 and 6.2 and tested it successfully. The system functioned as intended after the field service engineer repaired the device.